Event description:
It was reported that while placing the bravo ph monitor the capsule did not attach to the pt's esophagus. The handle/plunger broke during the procedure. No serious injury to the pt was reported.

Manufacturer narrative:
Final device analysis was not available at the time of this report. A follow-up medwatch report will be sent when the analysis is complete and/or when add'l info is received from the hcp. The device is included in the bravo ph capsule and delivery system 9012b1011 (5-pack) and 9012b1001 (single-pack) field action - failure to detach, physician communication (03-dec-2007).